Manufacturer narrative:
Additional information: the delivery device was not returned to edwards as it was discarded by the customer. The thv physician training manual instructs the operator on proper withdrawal techniques for an undeployed/crimped valve, it indicates ¿retract the thv and delivery system into the esheath ensuring the thv is completely inside the esheath¿. It then instructs ¿retract the delivery system and esheath as a single unit completely from the arteriotomy¿ in this case, the physician attempted to pull the thv through the esheath, at which time it became stuck. When the delivery system was able to be removed, the crimped valve remained behind. Available information suggests that procedural factors (attempt to pull the undeployed valve through the esheath) caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, the crimped valve dislodged in the patient. Initially, during the valve alignment process, the physician lost guidewire position in the lv and the guidewire was noted to have pulled back through the native aortic valve. At this time an attempt was made to withdraw the crimped xt valve by pulling it back into the esheath. The crimped valve was able to be pulled back into the esheath about halfway. At the halfway mark it became stuck in the sheath and would not pull back any further. The physician then attempted to remove the entire system (delivery system/valve and sheath). The system would not retract out of the body; it became stuck in the common iliac at the level where the crimped valve was located within the sheath. The team then successfully advanced the crimped valve forward to the tip of the sheath. At this point, the delivery system and balloon were able to be removed, leaving the crimped valve behind. The physician was able to use an 18mm maxi balloon, and advance it over the wire and through the center of the valve. He then pushed the valve all the way through the distal tip of the sheath. At this point, the maxi balloon was centered within the valve and the valve was deployed in an 18mm diameter portion of the descending aorta without issue. The maxi balloon and the esheath were removed over the wire and a new esheath, novaflex+ delivery system, and sapien xt valve were prepped and inserted. The team continued the case and deployed the second valve uneventfully and successfully in the native aortic annulus. A 10mm x 49mm palmaz stent was then deployed through the lumen of the first valve that was expanded in the descending aorta, using a 22m maxi balloon. An abdominal angio was performed that showed good flow through the stent, aorta, and peripheral vessels, demonstrating no vascular injury.